Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, symptomatic cystocele and hypermobile urethra with concurrent tvh. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and dyspareunia. (B)(4).